Event description:
It was reported that the ilet pump display showed black and white lines and was difficult to read, with the pump kept in a pocket and possibly bumped; the device otherwise appeared operational via the paired app, and the touchscreen/display component was implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user¿s representative. Investigation of this case revealed a display readability issue associated with the touchscreen, with an ambient light problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.